Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure. According to the complainant, during preparation for the procedure, the catheter was noted to have a kink. It was reported that there was no damage to the packaging. The device was not used in the patient. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was opened during a ureteroscopy procedure.according to the complainant, during preparation for the procedure, the catheter was noted to have a kink. It was reported that there was no damage to the packaging. The device was not used in the patient. The physician completed the procedure with another uromax ultra balloon dilatation catheter with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual examination of the returned device revealed that the balloon protector had been removed but the balloon was fully deflated. A tactile examination of the shaft of the device revealed a kink in the catheter just distal to the strain relief. No other defects were noted to the device. Handling damage contributed to this event.

Manufacturer narrative:
(B)(4).